Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject balloon could not inflate during an intracranial artery stenosis procedure. Upon removal, the physician noted the balloon (subject device) has ruptured. The patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that the subject balloon could not inflate during an intracranial artery stenosis procedure. Upon removal, the physician noted the balloon (subject device) has ruptured. The patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that, the balloon was unable to inflate during the procedure. They removed it and found it was ruptured. Additional information stated that there were no anomalies noted to the device prior to use, the device prepared as per the dfu, continuous flush was maintained and the anatomy was moderately tortuous. As the device was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event of the device burst/ruptured during use and difficult to inflate, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : device not returned for evaluation.